Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was difficult to remove. The device has been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment it was alleged that filter was difficult to remove. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months and twenty-seven days later, an attempt was made to retrieve the filter. A 21-gauge needle was used to puncture the right internal jugular vein and then 0.018-inch wire was advanced and exchanged for a 5-french coaxial dilator. Attempts to cross the inferior vena cava at the level of the filter with this catheter were also difficult. Contrast injections showed occlusion of the inferior vena cava at and below the level of the filter. Of note, the filter also appeared moderately compressed, slightly narrower in diameter than when it was placed, likely from clot retraction. No thrombus was seen in the inferior vena cava above the level of the filter. It was decided not to try to capture the filter. An airtight dressing was applied. Approximately four years and three months later, computed tomography (CT) revealed that there was a vena cava filter in place with the cranial end approximately 2 cm below the level of the caudal aspects of the renal veins. The filter was slightly tilted with the proximal portion towards the right and distal portion towards the left. There was crowding of the arms of the filter associated with the stenosis. Non-occlusive thrombus was seen in the right common femoral vein, right popliteal vein and left popliteal vein. Subsequently two months and three days later, second attempt was made to retrieve the filter using 21-gauge needle, 0.018-inch wire and 0.035-inch bentson wire for a 5-french omni flush catheter. This was manipulated into the inferior vena cava and reached the top of the bard eclipse filter at the level of l3 to upper l4. The wire and catheter did not cross beyond the upper aspect of the filter. The catheter was then exchanged for a 40 cm long 9-french sheath, that reached the top of the filter and additional attempts made to cross it, were not initially successful. A contrast injection at the top of the filter showed a patent infrarenal inferior vena cava above that level, except for a small curvilinear filling defect, probably represented a small, non-significant thrombus. After switching to a berenstein catheter and stiff glidewire, the wire was able to be advanced across the filter into what appeared to be the right iliac venous system. Through the ultrasound-guidance, the left common femoral vein was now punctured with the 21-gauge needle. A wire was pulled through the 7-french sheath degraded through and through wire from the right internal jugular vein access to the left femoral vein access. With traction on both sides of the amplatz wire, a 5-french catheter was able to be advanced across the inferior vena cava occlusion at the level of the lower region of the filter into the left iliac vein. A gunther tulip filter retrieval system was placed through the 14-french sheath, alongside the amplatz wire, and the snare was used to grasp the hook at the apex of the eclipse filter. The 11 and 14-french sheaths were then advanced over the filter, collapsed it, and set free from the wall, that permitted removal of the filter. The filter appeared intact and removed in its entirety. The inferior vena cava occlusion was dilated with balloons. An airtight sterile dressing was applied at the right internal jugular vein site and a sterile dressing was applied at the left femoral vein site. Therefore, the investigation is confirmed for retrieval difficulties and occlusion in the inferior vena cava. However, the investigation is inconclusive for thrombus above the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.